Event description:
Reporter indicated that vns therapy handheld programmer was "faulty". Handheld was returned for product analysis, where "sql error messages were identified after interrogations and diagnostic testing." Product analysis further reported that "the cause for the sql error messages is associated with a corrupt database cyberonicsbu.cdb."

Manufacturer narrative:
Device malfunction confirmed, but did not cause or contribute to a death or serious injury.